Event description:
The hospital reported that the s/5 adu carestation anesthesia machine stopped ventilating and did not alarm. There was no reported patient injury.

Manufacturer narrative:
Device manufacture date is unavailable at this time. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.